Event description:
International customer reported that erroneously low electrolyte results were generated by the unicel dxc 800 synchron sys. The sys was calibrated and quality controls within spec prior to event. The results were not reported out of the lab. The samples were retested on a second analyzer and the results obtained were within expectation. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field svc engineer (fse) visited the facility and examined the sys. The fse replaced the potassium and calcium electrode tips. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.